Manufacturer narrative:
The hcp scheduled another removal attempt on (B)(6) 2023. The sensor was not removed that due to the user's arm being swollen. On (B)(6) 2024, the hcp attempted another removal attempt and the sensor was successfully removed.

Event description:
On december 13, 2023, senseonics was made aware of an incident where the user's sensor could not be removed during removal procedure on (B)(6) 2023.